Event description:
It was reported that the patient had an infection at the ipg site. Symptoms of redness, swelling and slightly opened wound were noted. The cause of infection was unknown. The patient was placed on antibiotics and underwent an ipg explant procedure. The patient was doing well postoperatively. The explanted device will not be returned as it was kept by the medical facility.